Event description:
The initial reporter received questionable troponin t hs elecsys results from two patient samples tested on cobas e 801 analytical unit. Sample 1: the initial result was 53 ng/l. The repeat result after removal of the top layer of the serum sample and recentrifugation was 26 ng/l. Sample 2: the initial result was 25 ng/l. The repeat result after the recentrifugation of the "small sample" was 16 ng/l.

Manufacturer narrative:
The serial number of the cobas e 801 module is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the calibration and qc data; the results were within specifications. There was no general reagent problem because the qcs before the event were within the specified ranges. The investigation did not identify a product problem based on the information provided. The cause of the event could not be determined.